Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Antiback up, ratchet. The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and two unformed clips were fed. The unformed clips were determined to be caused by an intermittent failure of the anti-backup feature. The failure of the anti-backup feature is unrelated to the reported opening issues. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. It could not be determined what may have caused the incident reported. The remaining clips were conforming according to manufacturing specifications; no opening issues were noted. It could not be determined what may have caused the event reported. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the ratchet pawl was found to be worn out leading the antibackup failure. Please note that this condition is unrelated with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during an unknown procedure. The device locked on tissue and would not release.